Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have not received any sample for analysis. Without samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, there is a deviation but not related to the product complaint. The results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Sterilization method using ethylene oxide has been validated for this product. Furthermore, monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Samples received: 18 unopened pouches. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received 18 closed samples for analysis. Tightness test to the samples received has been performed and all units are tight. Reviewed the batch manufacturing record, there is a deviation but not related to the product complaint. The results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Sterilization method using ethylene oxide has been validated for this product. Furthermore, monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: colombia. It was reported that a patient who had an adverse reaction to the suture during a plastic surgery procedure, according to the customer it reaction occurred in different patients, the institution had traceability of them protocols and it was observed that the only thing changed on that period was the kind of suture. They are asking for a response from the quality department about the analysis of the reported suture in order to clarify the root-cause of the reaction. Adverse reaction: inflammation, dehiscence, irritation. There is no affront of the two leading and trailing edges of the skin. There is no good healing process.